Manufacturer narrative:
E1-initial reporter establishment name - (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. A review of the device history records found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a foreign material that was protruding from the vicinity of the a-rubber of the bending section. The issue was found during set-up/inspection for use. There was no patient involvement.